Event description:
A 3.0 diameter x 12mm length ave gfx stent was inserted into the left anterior descending artery. It was not possible to cross the target lesion site to heavy calcification of the target lesion. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system in the femoral region of the pt's arterial system. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. The stent remained within the pt's peripheral vasculature. However, the exact location of the stent was not known. Subsequently, the target lesion was redilated with a percutaneous transluminal coronary angioplasty balloon and another gfx stent successfully deployed. Later that evening, the pt developed gastrointestinal problems followed by respiratory and renal failure. The next day, the pt expired. The dr was concerned that the stent may have lodged in the mesenteic artery and caused necrotic bowel. However, the cause of death is not known, and there was no autopsy performed. The physician did not feel that the stent was at fault, and there is no further info available from the user facility.